Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances and it had the proximal coil damaged, the proximal end of the proximal coil is damaged/fractured and shock configurations that include the proximal coil resulted with elevated shock impedance. No adverse patient effects.